Manufacturer narrative:
The investigation has determined that a lower than expected, negative vitros hbsag results were obtained from a reactive wslh proficiency sample when using vitros hbsag lot 8990 processed on a vitros 5600 integrated system. The assignable cause for the lower than expected hbsag proficiency sample result is unknown, although an issue with the non-vitros wslh proficiency sample cannot be ruled out as a contributor to the event. The sample showed increased turbidity for both the initial and repeat runs of the sample. Per the vitros hbsag IFU, turbid samples are not to be used as it can affect the results of the sample. However, as there are no patient samples or quality control samples in the positive range, it is unable to definitively be determined that vitros hbsag is performing as expected at the higher positive concentration (>5). Although no diagnostic precision was run, there is no indication that the vitros 5600 integrated system or the vitros hbsag reagent malfunctioned in any way. Continual tracking and trending does not indicate a systemic issue with vitros hbsag lot 8990. (B)(4).

Event description:
The investigation has determined that lower than expected, negative vitros hbsag results were obtained from a reactive wslh proficiency sample when using vitros hbsag lot 8990 processed on a vitros 5600 integrated system. Wslh sample yb-5 result of 0.028, 0.028 and 0.028 (negative) versus the expected result of positive the lower than expected vitros hbsag wslh proficiency fluid result was from non-patient fluid and was reported to the proficiency provider. Patient results were not affected and could not be affected if the event were to recur undetected. There were no allegations of harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).